Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that 400 bd 1ml syringe slip tips with bd precisionglide¿ needles experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: black particles are seen in side the syringe. Flow of material is from distributor to the hospital.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 9326987 was provided. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 400 bd 1ml syringe slip tips with bd precisionglide¿ needles experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: black particles are seen in side the syringe. Flow of material is from distributor to the hospital.